Event description:
Related manufacturer reference number: 2017865-2023-00904. It was reported that a patient presented as an outpatient on (B)(6) 2022, where several episodes of high ventricular rate were observed that caused pacing inhibition as a result of oversensing noise. The patient also complained of dizziness, which was suspected to be a result of the pacing inhibition. It was unclear whether the oversensing was a result of the patient's pacemaker or right ventricular lead. The noise was reproducible with isometrics. Intervention was discussed, but none was reported. The patient was stable throughout.

Event description:
New information notes that the patient's pacemaker and right ventricular leads were deactivated and replaced on (B)(6) 2023. The physician suspected that the noise and inhibition issues were as a result of a right ventricular lead issue.